Event description:
The patient's pump is beeping, but there is nothing on the screen. The batteries were replaced and there was still nothing on screen. The patient is also having unexplained high blood glucose levels.